Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the blood vessel was tortuous. The first time used marksman, the stent still could not be opened. So the phenom27 was replaced, and the tip problem was solved. The guide wire was carried with the marksman beyond m2, and then the guide wire was withdrawn. Open the package for normal hydration, delivered the stent. After the stent tip was in place, started to deploy the stent in the straight segment of the middle cerebral artery. Withdrew the tip of the microcatheter to under the t bifurcation, pushed and pulled back and forth and swing. The tip of the stent was not open all the time and was in the shape of a rod. Then recovered the stent and withdrew again to 7mm before the t bifurcation, deployed the stent again long enough. Withstood the outer arc of the t bifurcation and gently pushed the overall operation. The tip of the stent was not open. So it was pulled back into internal carotid artery again, prepared to deploy in situ. Repeated operation 5 times, the stent still did not open, so re-replaced the stent. It was also reported there was catheter resistance in the middle section. No patient symptoms or further complications were reported as a result of this event. The reported device and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured large aneurysm in the right cavernous sinus segment with a max diameter of 25mm and a 10mm neck diameter. Landing zone was 4.42mm distal and 5.88mm proximal. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Parent vessel was the internal carotid artery with 4.8mm diameter. Access vessel was femoral artery with 8mm diameter. Ancillary devices include a 8+6f puncture sheath, 8+6 f guiding cover device, phenom27 microcatheter, synchro14 guidewire, and qc22-50-3d, qc20-50-3d, qc18-40-3d, qc16-40-3d, qc13-30-3d, qc8-30-3d, qc7-30-3d.

Manufacturer narrative:
H3: the pipeline flex embolization device was returned within the marksman catheter. The pipeline flex pusher was found extending out from within the marksman catheter hub for ~50.0cm. The marksman catheter hub, body, and distal tip were found in good condition. The pipeline flex braid was found partially deployed out from the within marksman catheter distal tip. The pipeline flex embolization device was pushed out from within the marksman catheter, fully deploying the braid. No bends or kinks were found with the pipeline flex pusher. The pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. The proximal and distal ends of the pipeline flex braid were found open, but damaged (frayed). Dried blood was noted on the braid, distal core wire, sleeves, and tip coil. The tip coil was found damaged. Based on the device analysis and reported information, the customer¿s ¿failure/incomplete to open¿ report could not be confirmed. The pipeline flex braid was returned already resheathed. Possible causes of failure/incomplete open distal include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. In this event, it is likely the patient¿s vessel tortuosity contributed to the failure to open. Regarding the damage found with the pipeline flex braid it is likely the resheathing more than 2 times contributed to the damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no phenom27 related report. The marksman27 used for the first time in the surgery, after the surgery failed, replaces with phenom27 to use, and the surgery was successfully completed. He distal to middle segment of the pipeline did not open. When the pipeline could not be opened, the tip end of the stent was in the horizontal segment of the middle artery, then it was withdrawn to the t bifurcation to try to open, and finally the vertical segment of the internal carotid artery c6 was withdrawn to try to open, but the stent was not fully opened. The healthcare provider tried to adjust the tension of the system by adjusting the middle catheter and tried to push and pull the marksman27 catheter. Tried to push the stent guide wire from the tip end of the stent to the middle segment of the t bifurcation, but the stent was not fully opened.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.